Event description:
At routine follow-up, a fractured keel-lock staple leg was identified in the follow-up x-ray. Tn fusion has occurred, and the patient is asymptomatic. The surgeon does not plan to revise the patient

Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. 7318-1818 500917. Keel-lock 18mm x 18 mm x 18mm sterile. 240509-ep. 103968. Keel-lock 18mm x 18 mm x 18mm.